Manufacturer narrative:
Batch review performed on 15 december 2020: lot 091106: (B)(4) items manufactured and released on 25-jun-2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional devices involved: batch review performed on 15 december 2020: ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857)lot. 090940. Lot 090940: (B)(4) items manufactured and released on 04-jun-2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Batch review performed on 15 december 2020: liner: versafitcup cc trio 01.26.3244hcat hooded pe hc fixed liner ø 32 / e (k103352)lot. 082635. Lot 082635: (B)(4) items manufactured and released on 26-nov-2008. Expiration date: 2013-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient presented to the hospital clinic with fever, 11 years after the primary surgery. Infection of the hip was found. Also shoulder (competitor product) was found infected. Wash out performed and liner and head replacement. Also shoulder washed out and replaced. Primary implants were well fixed and stable.